Event description:
A facility contacted baxter (B)(4) technical services to report that since (B)(6) a few problems have come in, regarding the clearlink system continu-flo set. It was reported that the solution "does not flow in the set making it impossible to fill it and use...." The contact was unable to confirm if the priming instructions were followed, by squeezing the bag and tapping and inverting the check valve. It was reported that "the drip chamber was full." This malfunction occurred during priming. It is unknown if there was patient involvement; there was not report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the u.s. And does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. Visual inspection, pressure testing and functional testing were performed; no non-conformities were observed. The customer's reported malfunction was not confirmed. The root cause could not be identified. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A label review was performed, which found that the labeling was sufficient in providing information on the use of the product.